Event description:
(B)(4). My insurance paid 100% and my dr basically pushed me to get it. I started getting heavier periods to the point if I wore a tampon I had to wear a pad too cause within 30min-an hour tampon was so soaked I was leaking a lot on pad. After about 1 year after implants I started having issues like fibromyalgia, ra symptom, teeth started getting really bad...I won't go any farther.